Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited lec 1720 and then error alarm 1720. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log was not available. To further investigate, a functional test was performed. Customer problem was duplicated. The back up capacitor's resistor lead was found to be broken. The root cause of the issue is unknown. Back up capacitor will be replaced.